Event description:
Additional information was reported that this lead is still in service. The pacing impedance measurements are still above 2500 ohms but the lead is still able to provide pacing therapy and sense appropriately. The only change in lead measurements was an increase in thresholds. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that during a normal follow up, this right atrial (ra) lead presented with an abnormally high pacing impedance measurement above 2500 ohms. The pacing threshold had increased but sensing was still within normal range. It was suspected that the lead had fractured. No adverse patient effects were reported. The serial number for this lead is currently unknown.

Manufacturer narrative:
Printouts will be sent to boston scientific technical services for further evaluation. At this time, this ra lead remains implanted and in service. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A revision will be performed at a later date. It is unknown if the lead will be explanted and returned to boston scientific. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A ts representative reviewed the printouts and confirmed that the lead has had out of range pacing impedance measurements for twelve months. There was one episode where there was loss of atrial capture but is was suspected that these were recorded during a manual threshold test. All the other data shows that there is atrial capture. The p-wave amplitudes have varied as well as the pacing threshold measurements. Possible reasons for the out of range pacing impedance measurements were discussed and included calcification at the lead tip as well as a connection issue or lead fracture. Although it is recommended that the lead be replaced due to the out of range impedances, this lead is designed for high pacing impedances and could still provide pacing in rare cases. The ts representative suggested to test the lead in both bipolar and unipolar pacing configurations to see what the results would be. At this time, this lead still remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
---